Event description:
The hosp reported that during the procedure, it was noted that the oxygenator would not oxygenate. They came off bypass, checked the circuit, and proceeded. The problem continued and the unit was changed out.